Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: dislodged stent. It was reported that the stent dislodged during use: the stent delivery system (sds) could not cross the calcified lesion and upon retraction, the stent came off in the guiding catheter. No patient effects were reported. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the balloon and stent implant. The stent implant was returned, but not on the balloon. The proximal end of the stent implant, the last nine rows of strut, were flattened and flared. The rest of the stent implant was not damaged. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There was no kinks noted to the distal shaft. There was a kink 10 cm proximal to the guide wire exit notch and a bend 7 cm proximal to the guide wire exit notch. There was no other damage noted of the sds. A laser micrometer was used to measure the outer diameters of the stent implant and this did not meet manufacturing criteria. The proximal outer diameter was not measured due to the damage. Product performance engineering reviewed the incident information of the returned device analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease sate, pre-dilatation strategy, device placement technique, interaction with other devices, device size selection, or accessory device support. The lesion was described as being calcified, this may have contributed to the unsuccessful attempt to cross the lesion. The root cause is unknown. Presence of crimp marks between the markers of the still tightly folded balloon suggests that the stent was at least crimped onto the balloon at the time of manufacturing. In this instance, given that the dislodged stent came off in the guiding catheter upon retraction after the failed attempt to cross the lesion, it is possible that the stent interacted with accessory devices during the pull back into the guiding catheter. This analysis of the returned device noted flattened and flared (backwards) stent struts on the proximal end. These types of damages are consistent with an interaction of the stent implant with an accessory device. Excessive force may have been applied during the retraction of the device. It is also possible that this damage was likely caused during handling of the stent implant after the dislodgement. The outer diameters of the undamaged parts of the stent did not meet manufacturing criteria since the crimped stent was reported dislodged, this oversizing may have occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the sds. The exact cause of the stent dislodgement is unknown , but it appears to be related to the operational context of device. Also noted during analysis were kinks proximal to the guide wire exit notch. These were not reported in the incident info as they may have occurred during packing/shipment back to abbott vascular for eval. Although, the exact cause is unknown, they do not appear to be related to the reported complaints. A review of the finished device lot history record did not reveal any non-conforming material reports. A query of the complaint-handling database was performed and there have been no other complaints reported with this part number/lot number combination. This MDR is considered closed by the product performance group.